Event description:
It was reported that during the procedure at the ostial of the circumflex artery, a 3.5x16 graftmaster stent delivery system was advanced for treatment of a perforation but could not cross and the stent graft dislodged from the balloon. The stent graft was ultimately snared from the anatomy. A new 3.0x12 graftmaster was used to successfully seal the perforation but the handling of the device was reported as poor due to resistance during advancement. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5x16 graftmaster is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.